Event description:
Hcp reports patient presented with sins of infection including redness and swelling of the ins device pocket and the lead track. A culture was obtained of the device pocket which produced staph aureus growth. The patient was treated with IV antibiotics and underwent a total device system explant. The infection has resolved. Alcohol abuse was listed as a risk factor prior toand following surgery. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.